Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted."

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer received unspecified high reading on the sensor whihc was higher than capillary reading obtained on an unspecified meter and he self-treated with unspecified medication to lower the glucose level. Customer experienced a headache and a loss of consciousness and was seen at the hospital where an unspecified reading was obtained. Customer received metformin as treatment and no further treatment was reported. There was no report of death or permanent impairment associated with this event.